Event description:
It was reported that during procedure the red light of the console came on and the versajet went off then back on. There was no back up, therefore the patient needed more anaesthetic because the case was delayed one hour. No further impact in the patient was reported.

Manufacturer narrative:
The device was sent to our technical centre so a thorough technical analysis could be carried out to help to identify if there were any problems and/or what could have caused the reason for the complaint. The reported complaint could not be replicated during the evaluation; a performance check was conducted and no anomalies or problems were found, the device passed all functional tests and was confirmed working as expected.